Event description:
It was reported that the patient underwent cervical laminectomy and fusion instrumentation using rhbmp-2/acs, mas screws, m6 set screws and pre bent rods. Patient complications were unknown.

Manufacturer narrative:
(B)(4): neither device nor applicable imaging studies returned for evaluation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.